Event description:
Baxter continu-flo solution set with duo-vent spike only contains a lot# and no expiration date. When checking with the manufacturer, they sent a letter of shelf life of administration and irrigation sets. The expiration date is incripted in the lot number - example r20l02032 r - represents the manufacturing plant; 20 - represents the year of manufacturing. L - represents the month the product was manufactured; 02 - represents the day of manufacturing; 032 - represents internal baxter numbers. This product is new to our hospital and expiration date is very confusing. Not everyone is going to know the expiration date of this product and could remain on the shelf for years. I see this as a patient safety issue. Most if not all of our medications/products have expiration dates, and the ones that don't- according to usp 797 will expire 1 year from the receipt of the product. Poor label design (physical label): label misleading or difficult to read confusing/incomplete information (label/labeling). (B)(4).